Event description:
It was reported that the patient presented to the clinic with loss of capture and low pacing impedance on the right atrial (ra) lead. The patient was subsequently scheduled for lead revision on (B)(6) 2026. Prior to the procedure, device interrogation demonstrated decreased atrial sensing. Based on fluoroscopy and chest x-ray noted that, there was possible micro-dislodgement. During the lead revision procedure, the set screw in the atrial lead port became completely detached from the device and remained attached to the torque wrench. The pacemaker and ra lead were explanted and replaced due to the inability to plug in any atrial lead to current generator. The patient was in stable condition throughout.